Manufacturer narrative:
The analyzer serial number is (B)(6). The patient sample was received for investigation, and it was confirmed that the sample contains an interferent to the streptavidin component of the reagent. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii assay and elecsys estradiol iii results for one patient sample on a cobas e 801 analytical unit. This medwatch will cover the elecsys estradiol iii assay. Refer to medwatch with a1 patient identifier (B)(6) for information on the elecsys testosterone ii assay. The patient had been continuously monitored for over three months and had consistently elevated results from three e 801 analyzers. The patient went to another hospital for testing and reported to the clinician that the results from a siemens analyzer were normal. On (B)(6) 2025, the patient had new samples collected. The testosterone result from the analyzer was 3.39 nmol/l. The testosterone result from a mass spectrometry analyzer was 1.401 nmol/l. The estradiol result from the analyzer was 2444 pmol/l. The estradiol result from a mass spectrometry analyzer was 896 pmol/l. The mass spectrometry results were within the normal reference range. The reporter suspects an interferent in the patient's sample.

Manufacturer narrative:
Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product problem was identified.